Event description:
Info received indicates that pump had experienced error code 13.

Manufacturer narrative:
Investigation found that the diode d7 was determined to be leaky and was out of the spec. New pcb was replaced to solve the issue.